Event description:
The unit was moved quickly down the hallway when it struck got caught on a threshold and tipped over. The operator moving the unit suffered minor injury to her shoulder. No pt was involved in the incident, therefore there was not pt injury.

Manufacturer narrative:
On 5/31/2006 the hospital representative called hologic customer service, reporting that the listed device malfunctioned. Hologic's field engineer was sent to the site to repair the equipment. The engineer inspected the unit and the inspection indicated that the casters on the unit were loose, but were in good working order otherwise. The engineer replaced all casters and repaired the unit on 6/5/2006.